Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware of the unknown patient's death via social media on (B)(6) 2023 by the patient's son-in-law. The reporter alleged that the g6 failed resulting in her death. The reporter alleged that the sensor had stopped working and she died the following day to due to an unspecified cause. No product or data was provided for investigation. The allegation and probable cause cannot be determined. There was no identification for the patient and no contact information for the reporter so additional patient or event information is not available.